Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 2.5% ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During the call, the following was reported. On an unreported date, the patient had performed an exchange in the hospital ward and the area was contaminated. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was exchange being done in the hospital ward and the area had gotten contaminated. On an unreported date, the patient was hospitalized for the event. The patient was treated with injection heparin ip, injection fortum 1g ip, and injection reflin 1g ip (frequencies not reported) for the event. The outcome of this event was not reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown, therefore the 510k number is unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.